Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance (sli) measurements measuring, greater than 200 ohms during a daily test. Technical services (ts) noted that sli has been high over the past year. The last delivered shock impedances measured greater than 125 ohms however, there was no open circuit fault. Ts discussed troubleshooting options and possible lead replacement in the future. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance (sli) measurements measuring, greater than 200 ohms during a daily test. Technical services (ts) noted that sli has been high over the past year. The last delivered shock impedances measured greater than 125 ohms however, there was no open circuit fault. Ts discussed troubleshooting options and possible lead replacement in the future. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental information is being filed as additional information was received which reported the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.